Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v005005, implanted: (B)(6) 2006, product type: lead; product ID: 3487a-33, lot# v005005, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: v005005, (B)(6), (B)(4); product ID: 3487a-33, serial/lot #: v005005, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that high impedances were seen on the patient's quad leads 0, 1, 2, 3, and 11. Impedance and connectivity were checked. Per the physician the patient's leads may be replaced at a later date if the patient is not receiving therapy. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3487a-33, lot# v005005, implanted: (B)(6) 2006, product type: lead; product ID: 3487a-33, lot# v005005, implanted: (B)(6) 2006, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reporting that they assumed the cause of the high impedances were due to old leads/extensions. It was indicated that no additional actions/interventions were taken to resolve the high impedances. According to the physician, they were using the electrodes that were within normal limits (wnl). It was reported that the high impedances were not resolved, but it was stated that the physician did not want to replace the leads at this time. The serial number of the ins was reported. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.